Manufacturer narrative:
Unopened lens from same lot returned for inspection. The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed.

Event description:
The patient inserted new contact lenses on (B)(6) 2014. The right lens was removed on the next day (B)(6) 2014 because of right eye pain, irritation and photophobia. The left lens was not removed and that eye was unremarkable. An optician confirmed to the patient that she had an ulcer, commented about a contaminated lens and referred her to the hospital. On the initial (B)(6) 2014 hospital visit, the hospital confirmed an ulcer and prescribed exocin eye drops (antibiotic). The patient returned to the hospital for follow up on (B)(6)2014 in which the ulcer was described as going down and vision returning. The details of the ulcer, contamination and vision are unknown. Medical information requested was returned incomplete. Eye care practitioner follow-up received on (B)(6) 2014 related no additional medical information. Four unopened lenses from the same lot were returned and inspected. This report is submitted because of the complaint of a corneal ulcer with photophobia and treatment, and device was alleged to be in use at the time of the event.